Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who advised that there were sometimes alarms on the central station, but the draeger respirator was not connected. The customer also indicated problems with data to the central station. The logs were collected by the rse, but the customer was unable to specify the room number, time, day or type of alarm. A philips field service engineer (fse) contacted the biomedical engineer, who advised that the problem with alarms did not last, and everything now works normally. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The customer was recommended to upgrade the firmware version of the ec40 boxes for the alarm problem of the draeger respirators.

Event description:
It was reported that there was a problem with alarms. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A remote service engineer (rse) spoke to the customer, who indicated that there were problems with data to the central station but were unable to specify the room number, the time, the day, and the type of alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).